Manufacturer narrative:
Medtronic received the following information from the journal article entitled: tevar with a twist s. Sareen and h. Bhatia indian heart journal nov 2019 ,vol 71 supplement 1, https://doi.org/10.1016/j.ihj.2019.11.251. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the thoracic endovascular treatment of aortoarteritis with thoracic aorta ulcer and pseudoaneurysm with left subclavian and coeliac axis occlusion of about 80 percent. It was reported that after the right femoral access was close the patients systolic blood pressure fell from 150 systolic to 40 systolic. Fluids and inotropes were started and patient shifted to CT surgery ot where the surgeon ligated the common iliac and the common femoral arteries and performed an aortofemoral bypass. Patient became hemodynamically stable but the drain showed copious bleed. Patient could not be salvaged and succumbed to her injuries.

Manufacturer narrative:
B:5 additional information received. It was reported that the death was related to the tevar procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.